Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from a physician via sales rep. This case concerns a male pt of unk age who had an inflamed knee after receiving treatment with synvisc injection. No relevant medical history, past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the pt initiated treatment with synvisc injection, at a dose of 2 ml, 03 times, (route of administration, batch / lot number and expiration date unk) into an unspecified knee for an unk indication. On an unk date, (after a few days), the pt had an inflamed knee. On an unk date in (B)(6) 2014, the pt was administered a steroid (name unspecified) injection by the physician other than his treating physician and pt was reported to be fine at the time of report. Action taken: unk. Corrective treatment: steroid injection (intervention required). Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who developed inflamed knee after treatment with synvisc. Although the role of device cannot be excluded; however, lack of info regarding medical history, any concurrent medical illnesses, and concomitant medication precludes a comprehensive assessment of the case.